Event description:
According to a copy of medical records received from the initial reporter, the patient was admitted to the hospital for replacement of his bjork-shiley convexo-concave aortic valve due to a perivalvular leak. Since the implantation surgery in 1983, the patient has had aortic insufficiency, a perivalvular leak, and left ventricular dysfunction. The patient also developed an abnormal cardiac rhythm of atrial-ventricular block which required ventricular pacing. Prior to surgery, the patient developed symptoms of congestive heart failure with minimal activity, worsening aortic insufficiency, and had progressive dilatation of his left ventricle. The patient tolerated surgery and was discharged home five days post-operatively. The medical records indicate that the patient expired in the car on the way home after discharge.